Event description:
It was reported that during an unrelated nodal ablation procedure, rf communication could not be established with the pulse generator in addition to intermittent interruptions in device output. A magnet was used for testing purposes with inconsistent results when ablation was in use. The ablation was successfully completed. No patient complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.